Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was a faulty mainboard. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pca (patient-controlled analgesia) machine was displaying error 45169. There was no patient involvement, and no patient harm/adverse event reported.